Manufacturer narrative:
Date returned to mfg: 1/3/2024. One device was returned for evaluation. Visual inspection revealed a crack on the right plunger case. Event history log confirmed a ¿check occlusion¿ alarm occurred. Functional testing was able to replicate the reported issue; premature occlusion alarm was found at occlusion test on 1 and 3ml syringes. The root cause was determined to be the force sensor reading out of the required specification or out of calibration. The force sensor was replaced and force sensor calibration test was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an occlusion with 1ml and 3ml syringes despite several external force sensor calibrations being performed and the pressure gauge showed pressure was within specification. It is unknown if there was patient involvement, no adverse patient effects were reported.